Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage of sheath fluid under pressure occurred with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that there is an intermittent wetcart leak. Was there spray or fluid under pressure? Yes, sheath fluid. Was the customer in physical contact with the fluid? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? Was the leak contained within the instrument? No. Was the leak in a customer accessible location? No. What was the fluid that leaked? Sheath and bleach. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? N. Was there any physical harm to the customer as a result of the leak? N.

Manufacturer narrative:
H.6. Investigation summary scope of issue: the scope of issue is only limited to part #657338 and serial #(B)(6). Problem statement: customer reported complaint on a facscanto ivd 10 color configuration - 657338 - intermittent wetcart leak. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13apr2019 to date 13apr2020. Complaint trend: there are 3 complaints similar to the reported complaint; #119737, 1378538, and this complaint #1528573. Date range from 13apr2019 to date 13apr2020. Manufacturing device history record (DHR) review: review of DHR part #657338 serial #(B)(6)was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, root cause and risk analysis, the reported complaint was confirmed by the fse (field service engineer) that the cause of the wetcart leak was due to a faulty check valve. Upon discovery, there was leak at the connection of the hose/tubing and the rear of the check valve. Task 1596844 was created in trackwise to verify if the fluid sprayed under pressure and the fse confirmed that there was no spray. This complaint initially stated a leak but dripping was only visible upon arrival. After the valve and tubing were replaced to repair the leak, it was found that the blue laser fiber output was low and out of specification. The fse replaced the blue laser fiber and also aligned all the lasers to bring the instrument back to its operational state. The replacement of the blue laser fiber was an independent issue from the initial reported complaint and is not related to nor does it cause a leak. Root cause: based on the investigation results the root cause was due to a faulty check valve. Conclusion: based on the investigation results, complaint was confirmed by the fse that the cause of the intermittent leak in the wetcart was due to a faulty check valve. It was also confirmed that there was no spray but leaking drips of sheath fluid. Blue laser fiber was also replaced but was not related to the leak. After the repairs, instrument was rebooted, tested, and was functioning as expected. The safety risk is low because there was no impact to customer health or safety. H3 other text : see h.10.

Event description:
It was reported that leakage of sheath fluid under pressure occurred with a facscanto¿ 10-color configuration. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that there is an intermittent wetcart leak. Was there spray or fluid under pressure? - yes, sheath fluid. Was the customer in physical contact with the fluid? - no. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. 1. Was the leak contained within the instrument? No . 2. Was the leak in a customer accessible location? No. 3. What was the fluid that leaked? Sheath and bleach. 4. What is the source of leak -- waste line or non-waste line? Unknown. 5. Was the customer exposed to blood or bodily fluids? N. 6. Was there any physical harm to the customer as a result of the leak? N.